Event description:
The initial reporter alleged a false negative result for the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit.on (B)(6) 2025, the patient sample was tested using multiple methods. The hbsag result on the elecsys assay was 0.37 coi (negative). The hbsag neut result was also negative. Testing on the liaison system yielded a result of 0.14 (positive, cutoff 0.04), and testing on the vidas system yielded a result of 9.85 (positive, cutoff 0.13). The viral load for the patient was reported as high.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys e2g 300 v2 assay performed within specifications. A general reagent issue was excluded. Calibration and quality control data were reviewed and found to be within expected ranges. Instrument maintenance was reported as up to date, and no issues were observed in sample foam images at the time of the event. However, the investigation was limited due to the unavailability of sample material for further analysis. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to monitor the patient using additional hepatitis profile and dna testing.